Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Remains implanted.

Event description:
It was reported that the patient had their persona tibia, femur, articular surface and tm primary patella implanted on (B)(6) 2014. On (B)(6) 2016 the tibia, femur, articular surface components were revised due to pain and possible loosening and a potential allergy to metal. The patient's tm primary patella was not revised. Note that the persona tibial, femoral, and articular surface components are of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet (B)(4) design control.